Event description:
During a pre-use checkout of the anesthesia machine, the doctor was making an adjustment to the apl valve and noted it appeared loose. Upon further adjustment, the apl valve came apart in the doctor's hand. The machine was removed from use.